Event description:
It was reported that syringe plastipak 5ml s/su had foreign matter in the plunger. This was discovered before use. The following information was provided by the initial reporter: material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the occurrence was observed. The picture and sample sent by the customer were verified and it was possible to observe silicone visible. According to evaluation the possible cause for the occurrence is a failure at lubricant application station. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by visual inspection. This lubricant meets the requirements for biocompatibility per iso 10993-1. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 5ml s/su had foreign matter in the plunger. This was discovered before use. The following information was provided by the initial reporter: material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed.